Manufacturer narrative:
This report investigation: per the customer the starting volume of the saline bag was 500 ml and total amount of fluids delivered by other methods was 203 ml. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for the unintended saline bolus to the donor. Based on the customer's statements, the operator failed to follow the screen prompts to fully close the inlet saline roller clamp at the end of saline prime divert. The saline entered the system and diluted the incoming donor¿s blood, causing the interface alarms.

Event description:
The customer reported that during a polymorphonuclear cell collection (pmnc) on a spectra optia device the interface took too long to establish. The original hematocrit (hct) was 48%, the operator then lowered to 45%. The ac ratio was 13 and the operator lowered it to 8, and the cp was at 23 but the interface still had not been established. Per the customer, the red blood cell layer was less than half of the connector. The operator was instructed by terumo bct support to lower the hct down to 42%. The customer stated that they started to observe red blood cells in the collect port and it was getting darker, "it started to get too dark". Terumo bct support instructed the customer to go up 1 point on the hct and wait 3-5 minutes. The customer called terumo bct support a second time and reported that the normal saline (nacl) bag had run out. The operator stated the saline roller clamp was left open. The operator then closed the saline roller clamp and the interface started to go back up. The customer called a third time and wanted to know if she needed to change the hct because she was running out of her hetastarch solution. Terumo bct support informed the customer that the hct needed to be adjusted because of the aim alarm, which was the result of the normal saline (nacl) clamp being left open. There was approximately 20 minutes remaining on the procedure. Terumo bct support stated that the operator should contact the physician before spiking another hetastarch bag and should pause the procedure before continuing and wait for the physician's instructions. The customer did not respond to multiple requests for additional information, including patient information and outcome. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a polymorphonuclear cell collection (pmnc) on a spectra optia device the interface took too long to establish. The original hematocrit (hct) was 48%, the operator then lowered to 45%. The ac ratio was 13 and the operator lowered it to 8, and the cp was at 23 but the interface still had not been established. Per the customer, the red blood cell layer was less than half of the connector. The operator was instructed by terumo bct support to lower the hct down to 42%. The customer stated that they started to observe red blood cells in the collect port and it was getting darker, "it started to get too dark". Terumo bct support instructed the customer to go up 1 point on the hct and wait 3-5 minutes. The customer called terumo bct support a second time and reported that the normal saline (nacl) bag had run out. The operator stated the saline roller clamp was left open. The operator then closed the saline roller clamp and the interface started to go back up. The customer called a third time and wanted to know if she needed to change the hct because she was running out of her hetastarch solution. Terumo bct support informed the customer that the hct needed to be adjusted because of the aim alarm, which was the result of the normal saline (nacl) clamp being left open. There was approximately 20 min remaining on the procedure. Terumo bct support stated that the operator should contact the physician before spiking another hetastarch bag and should pause the procedure before continuing and wait for the physician's instructions. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer the starting volume of the saline bag was 500ml and total amount of fluids delivered by other methods was 203ml. Lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.